Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 426 mg/dl and leak in the reservoir. The customer¿s blood glucose level was time of incident was 491 mg/dl, current blood glucose level was 148 mg/dl, 426 mg/dl and over 200 mg/dl. The customer was treated with insulin syringes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the location of the leak was from the bottom of the reservoir. Customer states the leak was past second o ring. The insulin pump will not be returned for analysis and the reservoir will be returned for analysis.